Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8709sc lot/serial# (B)(4) implanted: (B)(6) 2009, product type catheter; ubd: 30-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 5000 mcg/ml of fentanyl at 1850.00 mcg/day via an implantable pump for spinal pain. The patient reported their doctor wanted to do a dye study because they thought the catheter may have moved. The patient was redirected to follow-up with their healthcare provider. It was unknown if the change in the patient¿s therapy/symptoms was sudden or gradual. The patient reported they had not been getting much pain relief. The patient stated they were told by their doctor when they request a bolus they should be able to get the relief immediately. However, the patient stated the relief was not immediate and it would take about an hour before they would feel any relief. It was indicated the issue had been happening for years. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(4) 2018. The hcp stated a device/therapy issue had not been identified. Regarding troubleshooting performed, residuals were okay at refills and the logs were okay. The hcp indicated they had been attempting to get a dye study scheduled. Regarding the onset of the issue, the hcp indicated, "n/a." The lack of pain relief had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2018. It was reported that the patient had a dye study on (B)(6) 2018 and he was told he had "a clot in the catheter." He said he didn't know what they "blasted the clot with" because he had a headache and it was "killing his temples." He stated they turned down his daily dose. He also mentioned he had been locked out twice from his ptm since he got home from the dye study "with 1 hour and 14 minutes." He stated he overheard the pain management doctor "talk about a surgery to replace the catheter." The patient was redirected to follow up with his hcp to discuss the symptoms and ptm issue. No further complications were reported.